Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that an occlusion alarm occurred. Ultimately, the customer cleared the alarm and successfully resumed insulin delivery. Customer's blood glucose level ranged from 288-342 mg/dl.